Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device showed a white screen when powered on. The white screen condition indicates the device may be locked up and critical functions may not be able to be used if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. Physio-control evaluated the device and was unable to verify the reported issue.  Physio replaced the system controller and user interface pcb assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.